Event description:
The facility representative reported a colleague infusion pump with a failure code 550:320:654:0000. This condition had the potential to interrupt delivery. It is unknown when the event occurred. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 550:320:654:0000 was confirmed during product evaluation. The root cause was assigned to a defective speaker harness and user interface module printed circuit board. The speaker harness and user interface printed circuit board were replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). This issue has been escalated to CAPA. A service history review revealed no previous service events were related to the reported condition.